Manufacturer narrative:
Other serious injury: as reported, the event occurred during a post-mortem organ harvesting procedure, and after trying other alternatives, it was too late to get organs viable for transplantation. (B)(6). No code available for post-mortem organ harvesting. Additional manufacturer narrative: three (3) devices from the same lot were received by edwards for evaluation. Initial evaluation found that the cannulae had 3/8" x 1/2" connectors, which correctly corresponded with the bill of materials. No other visual damage, contamination, or other abnormalities were found. Additional investigation is under way. A related report was filed under MDR 3008500478-2015-00056.

Event description:
As reported, a venous cannula should have had a 3/8" connector according to the catalog, however in fact it was 1/2". It was later learned the venous cannula was used during a multi-organ retrieval for transplantation. The procedure to be performed was non-heart-beating donation of the liver and kidneys. Once the donor expired, the aortic and venous cannulae were placed to initiate bypass. When an attempt was made for a few minutes to connect the venous cannula to the bypass circuit the cannula could not be connected to the circuit because the customer's circuit tubing was 3/8" and the cannula was 1/2". To troubleshoot, the surgical team tried another cannula and encountered the same problem. This report is being filed in regards to the second cannula used. Due to the time delay, the normothermic regional perfusion was aborted and switched to the traditional way of doing organ retrieval, cold perfusion through the aorta. Switching added a few extra minutes. For various reasons (perhaps including the delay to perfusion) none of the organs were usable for transplantation. All units in the box appeared to have the same issue. The account was a new user of this device and did not stock adaptors that could have been used to connect the venous cannula and the bypass circuit.

Manufacturer narrative:
Type of reportable event: changed from malfunction to serious injury evaluation summary: a labeling/IFU defect was confirmed as the product was found to be incorrectly identified in the product guide. Additional manufacturer narrative: the device history record (DHR) was reviewed and showed this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through investigation, it was determined the product guide is incorrect on 100% of the guides; therefore, the trend is considered out of control. Corrective action is underway using edwards quality system. See also MDR 3008500478-2015-00056.